Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (battery charging problem) has been confirmed. Upon investigation the battery was unable to power on the monitor or recharge. The cause for the battery failure was isolated to an open f1 battery fuse. The cause for the open fuse was excessive current. The root cause for the excessive current could not be positively identified.

Event description:
A us distributor returned battery (B)(4) and reported that the battery was unable to be charged on a charger.